Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found foreign material during evaluation; however; the customer returned the device without reprocessing due to a leakage at the grip which caused the foreign material to appear. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer, refer to b5.

Event description:
The event ("operation joint bubbling") was found while preparing the device for use.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issues were confirmed. The following additional findings were also noted: crack on plastic distal end cover and grip, bending angle in up direction not meeting standard value, peeling adhesive around the light guide lens, discoloration on the bending cover and adhesive deterioration and separation on the thread-wound sections, and low frequency insulation resistance not meeting the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A field service engineer was onsite. Upon evaluation of evis lucera gastrointestinal videoscope insufficient air/water flow and leakage from the body control unit, reduced angulation, assorted crack, chip, scratch, and discoloration on the distal end of endoscope was found. Device was returned. And olympus repair center found foreign matter. There was no patient involvement. Therefore, no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.